Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure along with vaginal anterior repair in (B)(6) 2014 and mesh was implanted. After the surgery, the patient could not urinate and had to have a catheter inserted. Two days later, the patient underwent a mesh revision procedure to have the mesh loosened as it was too tight. A couple of days later, the patient experienced intense burning sensation and severe pain getting worse after long periods of sitting or walking. By (B)(6) 2014, the patient experienced more severe pain and went to the emergency. The patient was told to take ibuprofen due to post-operative pain caused by stitch irritation. On (B)(6) 2014, the patient experienced urinary retention and ultrasound test was performed. It was also reported that the surgeon prescribed antibiotics. The urine test was performed and came back negative for the infection. The patient was recommended to stop antibiotics. On (B)(6) 2014, the physician examined the patient and opined that the mesh is fine. It was also reported that the patient was placed on pregabalin. On (B)(6) 2014, the patient underwent a cystoscopy and was informed that there was no cause for pain found. On (B)(6) 2014 and (B)(6) 2014 the patient was sent to the pain clinic and diagnosed with vulvodynia. The increased dose of pregabalin to four tablets per day started to help with burning sensation and pain. At the end of (B)(6) 2015, the patient experienced burning sensation and pain in a buttock again with reduced dose of pregabalin.